Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/05/2024.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported, left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, total delamination of valve assessed as adhesive failure. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.